Manufacturer narrative:
Product event summary: analysis found that the main board needed to be updated, the battery had a low voltage, the ventricular patient connector did not have good connection and the battery contacts were visibly contaminated. As a result a new main board was placed and calibrated and the heartwire seal was replaced. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) immediately turned off. The epg was returned for servicing. No patient com plications have been reported as a result of this event.